Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The reported lot number (0154514) was manufactured in 2010. The DHR is longer available from manufacturing as the manufacturing site is only required to retain the DHR information for 7 years.

Event description:
It was reported that expiration date was not on box with a bd ultra-fine¿ pen needles. The following information was provided by the initial reporter: pharmacist called to inquire about product expiration date. Stated she could not find an expiration date on the box. Stated there is no copyright date on the box either.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that expiration date was not on box with a bd ultra-fine¿ pen needles. The following information was provided by the initial reporter: pharmacist called to inquire about product expiration date. Stated she could not find an expiration date on the box. Stated there is no copyright date on the box either.